Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2023) the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port device implant procedure, the guidewire allegedly damaged. There was no reported patient injury.

Event description:
It was reported that during port device implant procedure, the guidewire allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fifth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one guidewire was returned for evaluation. Gross visual, microscopic visual and dimensional evaluation are performed. The investigation is confirmed for the reported guidewire deformation, identified fracture and stretched issue as there was break to the inner wires and coil of the guidewire were unraveled along with multiple bends throughout it. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023), g3 h11: h6(device, method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.